Event description:
Inbound. Pre-mixed cadd 100 ml cassette #1 (lot # 4219996, exp 11/11/2026) with flow-stop caused 'no disposable, clamp tubing' alarm on both pumps with reservoir volume 64 ml remaining. No further details provided.